Event description:
A stent was successfully placed at the neck of the left supraclinoid internal carotid aneurysm, the physician encountered difficulties deploying the non-boston scientific coil and choose to perform a staged procedure. Angiography did not revealing any perforation or other anomalies. Approximately two hours post procedure, the patient suffered a delayed intraparenchymal hemorrhage and subsequently died the same day. The cause of the hemorrhage is unknown.

Event description:
A stent was successfully placed at the neck of the left supraclinoid internal carotid aneurysm, the physician encountered difficulties deploying the non-boston scientific coil and choose to perform a staged procedure. Angiography did not revealing any perforation or other anomalies. Approximately two hours post procedure, the patient suffered a delayed intraparenchymal hemorrhage and subsequently died the same day. The cause of the hemorrhage is unknown.

Manufacturer narrative:
Additional information from the user facility stated that the intraparenchymal hemorrhage was not in the territory of the treated aneurysm, it could be related to the stent, guidewires or coil used in the procedure.

Manufacturer narrative:
The device was not available for analysis. A ship history found that three lots were supplied to the facility prior to the reported event. A device history record review on the three lots confirmed that they all met all material assembly and performance specifications. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The directions for use note that hemorrhage is a potential complication associated with endovascular procedures. It is not possible to determine the exact cause of the reported event. Based on the investigation and information provided, it is most likely that the operational context was the cause of the event.